Event description:
On 21-aug-2025, it was reported that a beta bionics ilet user experienced fluctuating glucose levels with lows down to 53 mg/dl and highs up to 351 mg/dl. The event was associated with lack of meal announcement precision which made glucose management difficult. The user corrected the low with fast-acting carbs and the high was corrected by the pump. No outside medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.